Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, and the following was received: it was captured in the file that the alleged deficiency occurred in 4 devices, - please confirm, how many devices demonstrated the alleged deficiency? - were there patient consequences? If yes, please specify. - please confirm if the devices are available for return. Reps response: there is only one suture to be returned, and it was couriered on thursday. The following information was reported: 1 monocryl mcp347) snapped during a caesarean section today was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes, were fragments generated? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the procedure, the suture snapped. There were no patient consequences reported. Additional information was requested.